Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), arthralgia ("hip pain") and procedural pain ("pains I am having are just from procedure") and was found to have weight increased ("I to lose some weight "). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, pain in extremity, arthralgia, weight increased and procedural pain outcome was unknown. The reporter considered arthralgia, pain in extremity, pelvic pain, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain , pelvic pain, hip pain, leg pain, postoperative pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: events pain, leg and hip pain, weight gain, pain from procedure added case category upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.